Event description:
It was reported the pt ((B)(6)) experienced a change in stimulation. The pt stated that stimulation was no longer comfortable, nor providing pain relief. In addition, high impedance values were identified. Despite the manufacturer's attempts to obtain device info and additional details, no further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.